Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the capsule partially opened. There was a slight bend to the capsule. There was a scratch to the proximal section of the capsule. Delamination was observed over the nitinol reinforcing frame at the distal and proximal ends of the capsule. There was a bend to the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a heavily calcified aortic arch, no pre-dilation was performed and the delivery catheter system (dcs) flush port positioned at 1200 was unable to cross. The 3, 9, 12, and 6 o'clock positions were attempted and were unable to cross as well. The arch was finally able to be crossed with no nose cone separation observed. Pressure quickly dropped as well as desaturation. The valve was 80% deployed at 3 mm on the non-coronary cusp (ncc). Asystole was noted and cardiopulmonary resuscitation (CPR) was initiated. An echocardiogram revealed no effusion. The patient was paced as there was no rhythm noted. CPR stopped and an aortogram was performed. The valve moved aortic and was recaptured. An aortic arch perforation was seen and was deemed incompatible with life due to the position of the tear and prolonged hypotension. Resuscitation efforts were ceased and the patient died. It was reported that the patient's annulus was 64.2 mm. Per the physician, the patient's heavily calcified aorta and tight bend in the aorta contributed to the event. Additional information was received from the physician to report the patient's anatomy was calcified and included a "hairpin turn" in the aorta, this led to the perforation. Additionally, the physician indicated there were "no concerns regarding" the valve or the dcs and the patient's anatomy was the sole contributor to the patient's death. Additional information was previously reported, but not captured in the initial narrative: the dcs was inserted into the patient via the right femoral artery and navigated to the heart.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Device code was added. Eval code conclusion were updated. Eval code result was updated. Corrected data: b1. The product problem was inadvertently omitted from the initial medwatch report. B5. Additional information was previously reported, but not captured in the initial narrative to indicate where vascular access for dcs insertion was achieved. H6. Patient code e2203 was inadvertently omitted from the initial medwatch report. Device code a051201 was inadvertently omitted from the initial medwatch report. Additional codes. Appropriate annex f codes were inadvertently omitted from the initial medwatch report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a heavily calcified aortic arch, no pre-dilation was performed and the delivery catheter system (dcs) flush port positioned at 1200 was unable to cross. The 3, 9, 12, and 6 o'clock positions were attempted and were unable to cross as well. The arch was finally able to be crossed with no nose cone separation observed. Pressure quickly dropped as well as desaturation. The valve was 80% deployed at 3 mm on the non-coronary cusp (ncc). Asystole was noted and cardiopulmonary resuscitation (CPR) was initiated. An echocardiogram revealed no effusion. The patient was paced as there was no rhythm noted. CPR stopped and an aortogram was performed. The valve moved aortic and was recaptured. An aortic arch perforation was seen and was deemed incompatible with life due to the position of the tear and prolonged hypotension. Resuscitation efforts were ceased and the patient died. It was reported that the patient's annulus was 64.2 mm. Per the physician, the patient's heavily calcified aorta and tight bend in the aorta contributed to the event.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012617231); product type: 0195-heart valves; product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date (B)(6) 2025 select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.